Manufacturer narrative:
A ge service representative performed an on site investigation. The cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up. No pt injury was reported.